Event description:
A consumer reported that she sees a spider web like floater and small black flecks in her vision following intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. At the consumer's request, the surgeon was not contacted. Additional information was received from the consumer by phone. This report was mailed to FDA on: 04/17/2009.